Event description:
Infection was reported on a lower leg burn would, when using pico for 3 days. Burn ointment had been used on the wound for 3 days prior. Pico use was discontinued, and antibiotic therapy administered.

Manufacturer narrative:
(B)(4)